Manufacturer narrative:
(B)(4).

Event description:
The patient had a fever and was restlessness. On (B)(6) 2015, the physician investigated the problem by opening the pump pocket to check for a leak at connection site. He felt that the catheter was ¿kinked¿ underneath the pump and he repositioned the catheter under the pump and checked the csf (cerebrospinal fluid) return through the cap (catheter access port). Csf was able to be withdrawn easily from the cap. There was no issue with the pump. Per the patient¿s sister, the patient appeared to be okay following the procedure.

Event description:
The healthcare provider reported that the patient experienced withdrawal twice. The patient was on oral baclofen. The patient¿s pump malfunctioned and the healthcare provider did not know exactly what the issue was. The pump was interrogated. The pump was used to deliver baclofen. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).